Manufacturer narrative:
The colonoscope was returned to the authorized service center for evaluation and repair. It was determined that a wiring fault in the ccd assembly caused discoloration of the image when the endoscope was angulated. The device was repaired and returned to service.

Event description:
During a colonoscopy, it was reported that the displayed image became discolored, obscuring visualization of tissue. The physician completed the case using a different colonoscope. No adverse health consequence to the patient resulted.